Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the proximal set up joint to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that operating room staff called while setting up the system to report repeated recoverable 22028 errors on arm 1. Before contacting support, staff had already rebooted the system and performed a hard reset, and confirmed that the arms were not colliding when the errors occurred, but the error could not be cleared. Technical support then guided staff through another hard power cycle of the system, after which the error did not reappear on boot. The customer reported event has no report of patient injury.

Manufacturer narrative:
The unit was returned to failure analysis with a reported problem of ¿22028 errors,¿ which was confirmed and replicated. In artemis, error 22028 was found, indicating persistent post test failures. Error 23007 was also found, indicating high command velocity during the wiggle test on the suj vertical, confirming that the faults occurred in the field. The unit was installed on a golden system in normal mode, where it functioned within specification. It was then installed on a pftp, where it passed all relevant tests with no log errors. Upon visual inspection, sticky residue and a burnt smell were observed on the vsuj brake pad, replicating the reported event. Based on these findings, failure analysis concluded that the vertical brake assembly is the root cause of the reported problem.

Event description:
Refer to h11 for follow-up information.